Event description:
A 28 mm diameter x 16 diameter x 16.5 cm length aaneurx bifurcated stent graft delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's aortic neck was 1 cm in length and had a 70 degree angulation. Aneurysm and vessel morphology are unk. It was reported that an aortic cuff was implanted prior to bifurcated device because of the aortic neck angulation and length; however, upon deployment completion of the bifurcated device both devices fell into the aneurysm sac. Attempts to correct the situation with 2 additional aortic cuffs were unsuccessful; therefore, the pt was converted to open surgical repair. Two days post-operatively the pt presented with ischemic bowel and was sent to surgery after which the pt had a massive myocardial infarction and expired. No additional info was received.